Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 440 mg/dl. The customer stated he's been having issues with his insulin pump. The customer stated the previous night he experienced a high blood glucose last night. The customer stated his blood glucose was 440 mg/dl and were experiencing nausea and throwing up for 3 hours because of the high blood glucose reading. The customer stated they had a back up plan. The customer was assisted through troubleshooting. The customer was assisted through troubleshooting the insulin pump. The customer wanted to perform the high pressure test but could not perform because the tubing clamp needed to be mailed to the customer. The customer was advised to call back when the tubing clamp arrives so that that the high pressure test can be performed. The product will not be replaced. The product will not be returned for analysis.